Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to reasons that were not available at the time of this report.

Manufacturer narrative:
Please note the corrections made in d4 catalog number, d1, gtin, and g4 510k number: the reported event could be confirmed, since the need for a revision of the talar component could be confirmed based on the received CT-scans. The complaint was forwarded to medical affairs for review with following result: "it started in 2019 with the take down of a fused ankle joint (either ankylosis or earlier surgical fusion) the present revision is most likely set up the revision of a subsided talar component, which is clearly visible on the CT-scan. The tibial component is well-fixed to the bone. Reasons for revision other than talar component subsidence cannot be assessed from the information at hand." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to reasons that were not available at the time of this report.